Event description:
It was reported that this pacemaker was under an advisory notice, so it's battery longevity was examined and it was noted to have reduced from 5 years remaining to 3.5 years in a period of 6 months, so it was suspected to be suffering from premature battery depletion (pbd). Device data has not been analyzed, so pbd status was not able to be confirmed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time, since information from the filed indicates the patients is undergoing radiotherapy which will be prioritized. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was under an advisory notice, so it's battery longevity was examined and it was noted to have reduced from 5 years remaining to 3.5 years in a period of 6 months, so it was suspected to be suffering from premature battery depletion (pbd). Device data has not been analyzed, so pbd status was not able to be confirmed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time, since information from the filed indicates the patients is undergoing radiotherapy which will be prioritized. No additional adverse patient effects were reported. Information from the filed indicates this device has been explanted at the physician's discretion. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and is pending analysis. The device has been analyzed.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was under an advisory notice, so it's battery longevity was examined and it was noted to have reduced from 5 years remaining to 3.5 years in a period of 6 months, so it was suspected to be suffering from premature battery depletion (pbd). Device data has not been analyzed, so pbd status was not able to be confirmed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time, since information from the filed indicates the patients is undergoing radiotherapy which will be prioritized. No additional adverse patient effects were reported. Information from the filed indicates this device has been explanted at the physicians discretion. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and is pending analysis.